Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The reported information indicated that when using an advance 35 lp balloon for dilation the pressure didn't go higher than 6 atm and seemed to leak. The balloon went in normally through 6 f introducer. A section of the device did not remain in the patient, no additional procedures were required and the patient did not experience and adverse effects related to the issue.